Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported there was a lead warning on the right ventricular lead. The device had reached elective replacement indicator status so it was not clear what the lead issue was. The physician surmised the lead impedance measurement was low as the impedance had been measuring on the lower end. The lead tested fine when the device was changed out. The lead remains in use and the physician will continue to monitor the lead performance. No patient complications have been reported as a result of this event.